Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced two infusion set cannula were leaking events on (B)(6) 2024. The events occurred immediately after insertion. The insertion site was at the abdomen, legs and flanks. No further information was available.